Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas stating that the patient experienced a blood glucose of 345 mg/dl with large ketones, nausea and stomach pain associated with an alleged unable to prime issue. Reportedly, the patient resumed with the same pump and received phone advice from their health care provider. The patient received ¿other treatment.¿ during troubleshooting with customer technical support, the patient stated there were having trouble priming the pump because they didn¿t see the insulin coming out of the tubing and the patient was receiving call service alarms, empty cartridge alarms and a loss of prime alarm. The patient was educated on the proper rewind/load and prime sequence. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged user error and not a pump malfunction.